Event description:
While wearing the external equipment, the patient reportedly experienced no sound perception and a loss of lock. External equipment was exchanged. In 2007, the patient was explanted and re-implanted with another advanced bionics device.